Manufacturer narrative:
Draeger is still investigating this reported incident. A f/u report will be submitted as soon as the investigation is completed.

Event description:
It was reported that an sc9000xl monitor normally docked on a docking station, fell on pt located in a bed. (B) (4).